Event description:
It was reported that a patient found a case of minicaps with cockroaches in the box. The insects were not inside the individual sterile product packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.